Event description:
Boston scientific received information that this patient is having issues with the device sensor and doesn't feel like his heart rate is getting high enough. Sensor optimization has been performed in the past, but the patient is still getting short of breath. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed device programming and suggested some options for this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.